Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging gums are sore and bleeding. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 27, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging gums are sore and bleeding. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device externally and internally, observed potential tobacco contamination in iso port (international organization of standardization) inside device enclosures, blower box, and blower and the blower motor seal. Dust like contamination on the bottom of the blower motor and inside of the blower motor. Dust like contamination in the bottom of the enclosure. Potential mineral deposit spots on the top and bottom of the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress . Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown brown specks of contamination in the bottom the blower box. The manufacture inspected the humidifier externally and internally, observed potential tobacco contamination in iso port (international organization of standardization. ) inside device enclosure, flip lid seal, dry box inlet seal, and water chamber . Flip lid seal outer rim had unknown contamination on it . Brown and black dust like contamination, inconsistent with degraded sound abatement foam, throughout humidifier enclosure. Also, there were a couple of unknown brown stains in the bottom of the humidifier enclosure . Black hairs/ fibers inside of humidifier enclosure and dry box. Potential mineral deposit spots on the heater plate . Unknown white dust like contamination on and under the heater plate. Unknown white dust like contamination on the dry box seal. Unknown black fiber like contamination, (inconsistent with degraded sound abatement foam) , inside dry box inlet seal . Both humidifier lid latch springs were broken. Brown deposits in the water tank pan. The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was unable to directly address the symptoms outlined in complaint. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation. Sections h6 has been updated in this report.